Event description:
The patient was admitted to have an intradiscal electrothermal annuloplasty completed. During the procedure, two spinecath catheters were used. The first one introduced would not function properly. The second spinecath catheter used broke off in the patient's disc space. The procedure was terminated and the patient was recovered.